Event description:
It was reported that during a laparoscopic appendectomy procedure the device was opened and no clips deployed. Unk how the case was completed and no patient consequence was reported. One device is being returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed the instrument to be non-functional. The instrument was returned in good visual condition. The lifter spring was found to be misassembled. The instrument was cycled and would not feed the clips due to the lifter spring damage. No further test could be performed.